Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 301 mg/dl. The customer stated that her blood glucose levels were fluctuating the whole day. The customer felt that the hospitalization was due to infusion sets that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.